Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the junction case leaky, the insertion flexible tube (ift) coating damage, the objective lens unit broken, the lcb distal cover glass broken, the light guide cable buckled, the suction channel buckled, the angle wire play, the control body corroded, the u/d lock lever improper adjustment, and the lg root brace rubber flared ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.